Event description:
In 2008, pt returned to or for revision of failed right total knee replacement, due to dysfunction within one year in 2008. Delay in reporting due to delay in obtaining the the product information from the original implant. Information provided is verified.